Event description:
It was reported that this pacemaker potentially paced on a t wave and induced ventricular fibrillation (vf). This appears to have originated after a short run of beats of ventricular tachycardia that stopped, and the device paced in the atrium. This atrial pacing blanked an intrinsic r wave and the subsequent right ventricular pace beat potentially paced into the mentioned t wave. Reprogramming the device around blanking period was recommended. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.